Event description:
Per the clinic, the device was explanted due to infection. No other details were provided. The manufacturer became aware upon receipt of the explanted device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).